Event description:
Per complaint (B)(4) , a patient presented for an emergency visit with discomfort on the lower anterior site of their mouth. The healing collar screw was severed in their dental implant. The implant was removed. Pain and inflammation were also reported.